Event description:
It was reported, the patient ((B)(6)) did not have effective stimulation in the needed areas. Diagnostic testing identified invalid impedances. The physician elected to explant the scs lead. An additional surgery was performed at a later date to replace the scs lead. Effective stimulation was restored post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.